Event description:
Per the customer, the device's readings were not consistent with their expectations, possible inaccuracies. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.